Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Failed femoral endoprosthesis. The femoral segment looks like it was broken inside of patient. As per product return on 9/1/2016: unknown cemented stem was the broken device received and added to product grid.

Manufacturer narrative:
An event regarding fracture involving an mrs stem was reported. The event was confirmed. Method & results: device evaluation and results: the straight stem fractured. The fracture origin and direction of propagation could not be determined due to post-fracture abrasion. The stem material was consistent with the astm (B)(4) wrought cocr alloy 1.- dimensional & functional inspection were not performed as the device was returned fractured. Medical records received and evaluation: not performed as no medical records were provided complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusion: the investigation concluded that the fracture origin and direction of propagation could not be determined due to post-fracture abrasion. The stem material was consistent with the astm (B)(4) wrought cocr alloy 1. Further information such as, medical records, x-rays, operative reports are needed to complete the investigation for determining a root cause.

Event description:
Failed femoral endoprosthesis. The femoral segment looks like it was broken inside of patient. As per product return on (B)(6) 2016: unknown cemented stem was the broken device received and added to product grid.